Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system seems slow to change from sa to 2d. The logs were checked and found over 400 patients on disk and need to delete the patients. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system is slow to connect the mobile view station (mvs) to the imaging system through the umbilical. There was no patient present when this issue was identified.